Event description:
It was reported that non-sustained lead noise episodes were observed via a merlin.net transmission. Myopotential oversensing was suspected. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.